Manufacturer narrative:
The report of a bent outflow graft could not be confirmed as no photo or diagnostic image of the graft was submitted for evaluation. It was reported that the account straightened the graft. No further information was provided. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 7 months. The event occurred at the (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that there was bending of the outlet graft. The outflow graft was straightened. No further information was provided.